Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, post implant the patient developed abdominal pain. As the surgeon felt the pain was caused by the fasteners that were used to secure the mesh and "likely there may be an irritated perforating nerve in abdominal wall" the patient underwent surgery to remove the fasteners. Per the instructions-for-use, supplied with the device, "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated. For reference, the length of the fastener below the fastener head is 3.2 mm, the fastener head is another 1 mm (total 4.2 mm)." This MDR represents the capsure (device #2). An additional supplemental MDR was submitted to represent the ventralight st mesh (device #1) and MDR was submitted to represent capsure (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: on (B)(6) 2020 - patient was diagnosed with symptomatic parastomal hernia thereby underwent laparoscopic sugarbaker repair with the implant of ventralight st mesh. Per operative notes, ¿omental adhesions to previous midline laparotomy wound and right iliac fossa taken down and parastomal hernia defect closed with sutures. A ventralight st mesh (device #1) was placed using endocatch device. Mesh tacked to abdominal wall with 2 rows of tackers (device #2, #3) and checked to ensure colon held loosely. Holding sutures tied to fascia and cut." (B)(6) 2020 to (B)(6) 2022 - patient was diagnosed with hernia recurrence, abdominal pain thereby had painkiller medications. Surgeon felt that the pain was caused by clips (tackers - device #2, #3) that were used to secure the mesh and likely there may be an irritated perforating nerve in abdominal wall. (B)(6) 2022 - patient had diagnostic laparoscopy and removal of clips (tackers - device #2, #3) from abdomen. On (B)(6) 2022 - patient underwent laparoscopy, adhesiolysis and removal of clips (tackers) from anterior abdominal wall. Per operative notes, ¿dense adhesions of small bowel to mesh were noted. Tedious adhesiolysis performed to free small bowel loops from mesh limiting to exposing only the lateral and inferior aspects around the colostomy where the pain localized. Serosal tear to small bowel sustained and sutured. Total of 11 protacs (tackers - device #2, #3) removed.¿ note this file represents the capsure device #2.